Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during interrogation post MRI, the battery longevity estimates were found to be out of line from the interrogation before MRI. It was believed the anomaly was due to battery data collection. There were no patient consequences. Device will be monitored.